Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# l98218, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor had been experiencing shocking. Following an implantable neurostimulator replacement (ins), the patient was in the bathroom every 20 minutes. About a week after the ins replacement, the lead had to be replaced due to high impedances and intermittent shocks. It was stated the patient had a "broken lead" from program 4. The patient recovered completely from the lead replacement. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-16699. The patient also experienced shocking while their previous ins was implanted with the same lead.

Event description:
Additional information received from the patient reports a spinal x-ray was ordered. Patient said all four programs were fine until lead broke and they put in a new lead.